Event description:
The patient was positioned supine with a blanket under the left shoulder and the head facing about 60 degrees toward the left in the head clamp. After surgery, a 3cm open pin site of the posterior scalp was visualized and needed 3 staples to close the open pin site.